Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the system. Fse identified that the wash dispense valves were leaking. Fse confirmed no incorrect results were generated. Fse replaced the valves. The system was restored to functionality and the customer reported no further leaks.

Event description:
On (B)(6) 2015 a customer in united states reported a leak on their au5800 clinical chemistry analyzer. There was no reported impact to operator. The customer indicated they were wearing appropriate ppe; gloves and lab coat. Customer stated there was a facility exposure control plan in place and being followed. There was no impact to patient results. Customer verified no erroneous results associated with this event. The customer stated that the leak was not contained within the analyzer.